Manufacturer narrative:
Pharmacovigilance comments: the serious event of necrosis at the implant site and the non-serious events of pain and discolouration at the implant site were considered expected and possibly related to the treatment. Serious criteria includes possible permanent damage and the need for multiple medical interventions to prevent permanent damage including hyaluronidase, sildenafil, cefadroxil antibiotic therapy and hyperbaric chamber. Potential etiologies include vascular compromise due to vascular occlusion or compression. Potential contributory factors include injection technique and increased risk of traumatic injury to the facial artery in the nasal area. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturer narrative: lot number was not reported. Exemption number: e2015005 galderma laboratories, l.p. (Importer registration number: 1000118068) is submitting the report on behalf of q-med ab (manufacturer registration number: 9710154)..

Event description:
Case reference number (B)(4) is a spontaneous report received on (B)(6) 2018 from a physician, via a trainer from restylane indonesia, referring to a (B)(6) female patient. No information about medical history or concomitant medication has been provided. The patient has no allergies. The patient had previously received treatment with restylane lyft lidocaine to the nose in (B)(6) 2018. On (B)(6) 2018, the patient received treatment with a total of 1 ml restylane lyft lidocaine to the columella (0.4 ml), nose tip (0.1 ml) and nasal bridge (0.5 ml) with a 23g cannula. The lot number and injection technique were both unknown. The same day, on (B)(6) 2018, the patient was necrotic (implant site necrosis) at the nose region and tip of the nose. Two days later, on (B)(6) 2018, the patient experienced pain (implant site pain) and discoloring (implant site discolouration) at the alar nose. On an unknown date/dates the patient received corrective treatment with hyaluronidase [hyaluronidase], sildenafil [sildenafil], cefadroxil [cefadroxil] and hyperbaric chamber. It was reported that the results after the corrective treatments gave scars. The reporting physician assessed the case as serious and the causality for the event of implant site necrosis as possibly related to the treatment. Outcome at the time of the report: necrotic was recovered/resolved with sequelae. Pain was unknown. Discoloring was unknown.